Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr por ccr std sz 7 r: catalog#42502806202, lot#66045008; psn tib np stm 5 deg sz d r: catalog#42532006702, lot#66151138 g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years and four (4) months post-implantation, the patient began to experience pain and stiffness. A bone scan was inconclusive and the patient subsequently underwent revision surgery of all components without reported complication. It was reported that all available information has been provided.